Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On examination, the keypad was intact. On testing, the up arrow button had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination present under the contacts of all the keypad buttons. The audio bolus button cover was noted to be torn. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The audio bolus button was noted to be difficult to push. The display was noted to be faded, discolored and difficult to read and had a portion of the display seal visible within the lens. A test display was attached to the pump and illuminated properly without discoloration. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow keypad button needed to be pressed in a specific spot to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.